Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had fallen and this was the cause of the issue. Since then they had burning stinging pain at the lead connection site in their back with use. The physician replaced the lead and reprogramming was done. Post-surgical impedances were within normal limits and the patient had good coverage of the painful areas and no further stinging at the lead site.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was a break/fracture that occurred to the lead.

Event description:
It was reported that the patient¿s battery was fully charged on (B)(6) 2014 and the following day it showed empty despite barely using it. The next day it showed ¼ full when he turned it on. The patient normally charged every 3 weeks. The patient stated that ¿something might have happened¿ on 2014-08-30. The patient also stated that stimulation felt a little rough in the middle of his back with stimulation at 5.20v. Additional information about the outcome was requested, if received, a follow up report will be sent.